Manufacturer narrative:
The system was found to meet specifications; therefore, the root cause of the reported events as related to the system cannot be determined conclusively. The footswitch was tested in the field and found to be nonconforming; however, the footswitch testing in house, found the footswitch to meet product specifications. The most likely root cause of the footswitch issue is an intermittent component wear/reliability issue within the footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of a footswitch issue in that system message (sm) [centurion footswitch up-switch failure] displayed. The system functioned as intended. The footswitch was nonconforming and was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The footswitch was received and a visual assessment of the returned sample did not find any nonconformities. The footswitch was attached to a calibrated footswitch tester and the footswitch was found to meet product specifications. The system was found to meet specifications; therefore, the root cause of the reported events as related to the system cannot be determined conclusively. The footswitch was tested in the field and found to be nonconforming; however, the footswitch testing in house, found the footswitch to meet product specifications. The most likely root cause of the footswitch issue is an intermittent component wear/reliability issue within the footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a surgical procedure that irrigation stopped. Aspiration and phacoemulsification power continued. There was also a problem with the footswitch. The patient experienced a posterior capsule tear. Additional information has been requested.